Event description:
On 1(B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged power issue started on the afternoon of (B)(6) 2013 while vacationing in (B)(6). The patient is on insulin pump therapy. As a result of not being able to test her blood glucose the patient claimed she was unable to ¿give herself insulin¿. Approximately 1 ½ hours after the power issue started, the patient reported developing symptoms of nausea, headache and dry mouth. The patient denied receiving medical treatment due to meter issue. At the time of troubleshooting, the csr noted that the subject meter did not power on manually or when a test strip was inserted. The subject meter¿s battery did not need to be replaced per the owner¿s booklet recommendations. The meter power issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused and/or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria of severe hypoglycemia or hyperglycemia. However, this complaint is being reported as a malfunction because the alleged meter power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/15/2014), the patient¿s meter has been returned and evaluated by life scan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.